Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Manual insulin injections were administered to address elevated bg level. Customer¿s blood glucose level was 450 mg/dl.